Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) /2014. Patient reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.